Event description:
It was reported that during an unspecified spine surgery, it was observed that the motor device was wobbling while in use. It was further reported that the device made the burr device wobble during surgery. There were no delays to the planned surgical procedure. The surgery was completed successfully with an identical spare device. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter indicated that the patient was ¿fine¿. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacturer's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.